Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin as they were getting a lot of lows. The customer¿s blood glucose level was 63 mg/dl at the time of the incident, and 273 mg/dl at the time of the call. The customer stated that their health care provider told them the pump date was incorrect. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, rewind test and displacement accuracy test. Pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No over bolus delivery anomaly noted.